Event description:
Patient's mother contacted dexcom technical support on (B)(6)2015 to report a hardware error code displayed on receiver on (B)(6)2015. Patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and a hardware error message was observed on the screen of the receiver. The root cause was determined to be a defective component in the receiver's printed circuit board. The complaint of hardware error is confirmed.